Manufacturer narrative:
(B)(4). The device was not returned to physio-control. Physio is trying to obtain more information and to get the device returned. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device had a charge-pak, attention and service wrench icon in its readiness display. The device could not be powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
The third party service agent confirmed that the customer¿s device will not be returned to them for evaluation. The device has not been returned to physio-control for evaluation.  The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. Physio is trying to obtain more information and to get the device returned. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The device was not returned to physio-control. A third-party service agent will evaluate the device. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.